Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with a dilator. The shaft was kinked 1 cm from the hub. Microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded and the top of the cap was cracked, it could not be determined when the thread or cap damage occurred. The valve was opened when received. An attempt was made to close the valve, and the valve was successfully closed. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
A left atrial appendage closure (laac) procedure was performed. The physician prepared the watchman® access system (was) by closing the valve and flushing it. After the was crossed the septum, the physician withdrew the dilator and the exchange wire. A "significant" amount of blood began to come out of the hemostasis valve and the physician was unable to close it. The complete system had to be removed via a new wire and a new watchman® access system was used to complete the procedure. There were no further patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage closure (laac) procedure was performed. The physician prepared the watchman® access system (was) by closing the valve and flushing it. After the was crossed the septum, the physician withdrew the dilator and the exchange wire. A "significant" amount of blood began to come out of the hemostasis valve and the physician was unable to close it. The complete system had to be removed via a new wire and a new watchman® access system was used to complete the procedure. There were no further patient complications and the patient's condition is stable.